Event description:
It was reported that the pt "lost therapy"; his pump was programmed to deliver fentanyl 2600 mcg/day. The hcp performed a dye study, but was unable to withdraw cerebrospinal fluid. Several attempts were made, but the catheter appeared to be blocked, so the pt was taken to surgery in 2009. The hcp determined that a small tear was found proximal to the titanium connector and it was decided by the surgeon to replace the whole catheter with a new 2-piece catheter. During removal of the sutureless connector, the silicone covering the titanium sutureless connector peeled back making it virtually impossible to remove. The hcp then removed the whole pump at which time he used forceps on the titanium connector to squeeze along the oblong portion and finally disconnected the catheter from the pump. On last visit, two months later, the pt has been improving with the addition of baclofen and bupivicaine in his fetanyl admixture.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.